Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). Name- medtronic minimed. Street-18000 devonshire street. City- northridge. State- ca. Zip code- 91325. Zip four- 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced hypoglycemia event on (B)(6) 2026. The blood glucose level was low at the time of event and treated via glucose intake in form of honey.